Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 11-dec-2017 with the following findings: during investigation, the pump was powered on and the display was found to be clear, legible, and functioning properly. The original complaint of a blank display issue was unable to be duplicated. Unrelated to the original complaint, the keypad was found to be unresponsive. The keypad cover was opened and there was no evidence of contaminants under any of the button contacts. The battery compartment was found to be cracked below the grip pad to the case seal. The pump cover was opened and moisture was observed on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.